Event description:
The provider stated that the patient received the silent nite appliance on (B)(6) 2023 and started using it that day. The patient reported on (B)(6) 2025 that two days prior that button that is attached to the appliance and where the hinge connects broke off and was unable to attach the hinge and use the appliance. It is reported that the patient did not suffer any injuries or adverse outcomes. It is reported that the patient suffers of high cholesterol (does not take medication for it), allergy to latex and seasonal (she takes allergy medicine as needed), patient is a smoker. The provider states that prior to delivering the appliance it was placed under running water to rinse out and delivered to the patient. The patient was instructed to clean the device with water and not to utilize any listerine or bush hard the device. It is unknown if she followed instructions.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. Additional information: a2, a3, a6, b3, b5, b7, d9, h2, h3, h6, h11. The manufacturer internal reference number is: comp-(B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasps appear to be broken. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has not been returned. There has been no response from the provider, therefore the initial mw will be submitted with the information provided. If/when new information is received a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor of the silent nite slide link on the lower left tray came off. It was reported that two devices were fabricated, however, only one of the two experienced the defect. It is unclear when the patient received the device, when the patient first used the device, or when the issue occurred.